Event description:
Sulzer medica voluntarily recalled specific lots of inter-op acetabular shells following review of the manufacturing process. This pt received one of the recalled acetabular shells. Pt had relacement surgery.